Event description:
It was reported that while using a surgical fiber during a prostate procedure, a decrease in tissue vaporization was observed at 44,171 joules of use; the fiber was replaced and the procedure was continued using a second fiber. At 55,344 joules while using the second fiber, the fiber cap was damaged and then broke away. The procedure was completed using an alternate procedure (turp). Pt outcome: "no injury to pt". This report is for the first fiber used.

Manufacturer narrative:
The component codes fiber and cap refer to the results thermal problem. Ref MFR report #: 2937094-2013-00761. Fiber analysis: the fiber cap was found to be fractured and partially broken off; burnt adhesive at the fiber/cap glue zone was also observed. There was no indication or report of any part of the device remaining inside the pt. The fiber/cap conditions could result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device failure was suspected to be heat accumulation/user handling due to tissue contact and or technique and anatomical/procedure factors encountered during the procedure.